Manufacturer narrative:
(D10) concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6) 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6).

Event description:
Approximately 6 year(s), 2 month(s) and 29 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced disassociation of the polyethylene component. Patient reached forward and felt pain. Approximately 3 months after initial implantation, it was reported that the patient underwent a closed reduction for dislocation prior to this event. The patient underwent standard reverse with preserve stem revision with the reported removal of the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from user or patient considerations, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.